Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s mother (reporter) contacted lifescan (lfs) alleging that the display on the onetouch ultralink is cracked. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue was discovered on (B)(6) 2014, at approximately 9pm. The patient manages his diabetes with insulin pump therapy; however, it is not clear what action the patient took in regards to his diabetes management in response to the reported meter issue. According to the csr¿s documentation, two hours after the product issue was discovered, the patient reportedly developed symptoms of blurry vision and agitation. Immediately after the onset of his reported symptoms, the patient reportedly administered 4 units of humalog insulin as self-treatment. At the time of troubleshooting, the csr verified there was no misuse of the lfs product and the patient was not using the subject meter for the first time. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.